Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation") and abdominal distension ("stomach stays bloated"). The patient was treated with surgery (robot assisted total laparoscopic hysterectomy. Bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, dysmenorrhoea and abdominal distension outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2021: mr received : reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of genital haemorrhage ('heavy bleeding'). In an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation") and abdominal distension ("stomach stays bloated"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, dysmenorrhoea and abdominal distension outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea and genital haemorrhage to be related to essure. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020, quality-safety evaluation of ptc. On (B)(6) 2020, pfs received: essure removal date added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation") and abdominal distension ("stomach stays bloated"). The patient was treated with surgery (partaial hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, dysmenorrhoea and abdominal distension outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: genital bleeding is updated from non serious incident to serious incident. Surgery information- intervention required (device) was tick and reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.